Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that intermittent door failures were occurring at a single auxiliary tower. Although the customer was sometimes able to recover the doors, the issue repeatedly recurred. The room was found to be warmer than normal, potentially affecting the tower¿s performance. A field service engineer serviced all cables and connections within the tower¿s latch column. The customer was advised to consult with building and nursing directors to address the room temperature issue, and they acknowledged the recommendation and planned to take action the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower door kept failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.